Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws on device would not open after firing. The shaft of the device was broke to release from the tissue without harm to the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.